Event description:
It was reported the patient¿s implantable neurostimulator (ins) only lasted 8-10 months. One side went dead and then the other side. The inss were implanted for obsessive compulsive disease and anxiety. Since the patient received their first ins, it had not helped a whole lot, but had helped the patient enough. The therapy put the patient in a better mental state and they want to do ¿stuff,¿ where before they did not. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report 6000032-2015-00080.

Manufacturer narrative:
Concomitant products: product ID: 3387ies, lot# n24786, implanted: (B)(6) 2001, product type: lead. Product ID: 3387ies, lot# n24786, implanted: (B)(6) 2001, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2004, product type: implantable neurostimulator. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2010, product type: extension. (B)(4).